Event description:
Per the clinic, the patient experienced a skin breakdown resulting in extrusion of the implant. Subsequently, the patient was hospitalized (specific date not reported) for a duration of two days and the patient was placed under general anesthesia for a debridement, surgical wound lavage, removal of affected skin and skin flap rotation on (B)(6) 2025. The implanted device remains.